Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had pump has a blank screen and was hot to the touch and had pump error alarm. Customer's blood glucose level at the time of the incident was 81 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test or verify the motor arm cannot communicate with the main arm and no delivery alarm/occlusion due to blank display. Also noted moisture damage on the motor, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or keypad dome switches.